Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in two separate episodes. Review of the stored episodes noted a change in morphology followed by double counting. An inappropriate shock was delivered in both episodes. Technical services (ts) discussed that an electrophysiology study may be beneficial and noted that if the morphology is concluded to be ventricular tachycardia (vt) in nature, slow vt is not something the s-ICD can manage. The background was noted to be scar related and vt was felt to be the likely cause for the change in morphology. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.